Event description:
The event is reported as: the EKG waveform dropped to asystole while using the concha neptune heater and philips mp 70 monitor. No pt injury reported.

Manufacturer narrative:
Lot# - the lot #/serial # is unk at this time. It is unk, at the time of this report, if the sample device is available for eval. The results of the investigation are not available at the time of this report.